Event description:
Consumer reported that she developed a wound dehiscence approximately four weeks following a bunionectomy, morton's neurectomy and a bone spur removal. The site was debrided and reclosed.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device involved in this event is not known. The consumer reports the following possible products: ethilon - nylon suture, monocryl (poliglecaprone 25) suture. This is one of seven medwatch reports being submitted as seven separate events were reported. See 2210968-2009-01251, 2210968-2009-01252, 2210968-2009-01253, 2210968-2009-01254, 2210968-2009-01255, 2210968-2009-01256 for all associated medwatch reports. The same patient is represented in each medwatch.